Manufacturer narrative:
The device was returned to (B)(6) medical.

Event description:
Oracle ro (B)(4): it was reported that the pump failed the flow rate test. Patient involvement is unknown.

Event description:
Additional information received on 23-may-2022 via email and attached to complaint object: no patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during the device history review. A product sample was received for evaluation. Visual inspection revealed the tamper seal was missing. During functional check, three accuracy tests were ran and the pump was found to be under delivering to the manufacturing specifications. Also, visual inspection found air bubble in downstream occlusion sensor seal. Replaced expulsor due to under accuracy delivery and downstream occlusion sensor seal.